Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into an episode of fine ventricular fibrillation (vf). Due to intermittent ventricular underse nsing and high programmed detection rates, the arrhythmia was initially classified as high rate non-sustained episodes and therapies were withheld. Vf was eventually detected, and significant undersensing of r-waves was observed during the episode. Review of a rem ote transmission showed that short circuit protection was triggered by the implantable cardioverter defibrillator (ICD) during the high voltage therapy for vf resulting in less than the high voltage energy being delivered. The episode was classified as successfully terminated, however ventricular-sensed events recorded by the device following the reduced energy shock indicated that the fine vf was continuing below detection. A subsequent remote transmission indicated that following the first short circuit protection event, two additional vf episodes were recorded showing that short circuit protection was triggered during high voltage therapies resulting in less than the programmed high voltage energy being delivered. Both episodes were classified as terminated following the reduced energy shocks, however electrograms (egm) and marker data showed evidence that the fine vf was not terminated. Although high programmed detection rates and undersensing delayed vf therapies, due to the short circuit events, the reduced energy high voltage therapies were insufficient in terminating the arrhythmia and the patient is now deceased.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.